Manufacturer narrative:
Information references the main component of the system.

Event description:
Patient reported that they had not received the therapy in a significant period of time and implantable neurostimulator (ins) was more 3 years then old. Patient was trying to use the patient programmer (pp) to increase amplitude because they were having to get up to go to the restroom more than usual at night and also that patient was not feeling the stimulation sensation. Patient reported the loss of therapeutic effect started gradually where they got up once one night, then twice the next night, and now goes to the restroom a lot during the day which was not that unusual because they also drunk a lot. Patient went to see their managing health-care professional (hcp) a little more then a month ago but therapy was working well at that time and patient did not think the hcp checked the battery at that time either. It was reviewed that the ins battery could have reached eos. It was advised to follow up with managing hcp to check the battery status. Patient also reported the poor communication on patient programmer. Patient tried to troubleshoot but issue was not resolved. Additional information received as patient reported that poor communication, lack of therapeutic effect and stimulation sensation suspected due to battery malfunction or exhaustion. Hcp will plan for generator replacement for to resolve the issues. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information from the patient reported they had to get up at night to go to the restroom 3 or 4 times night. They got rescheduled for surgery to replace the battery as soon as the hcp had an opening, about 2 weeks out. The patient noted they had more of a stimulation with the other battery replacements, and thought maybe it was working, but they were not feeling it as much. Omitted information previously reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.